Manufacturer narrative:
One device was received for evaluation. Service history was reviewed, and the device had no previous service history. The event history log (ehl) review identified no recurring alarms. The reported complaint was confirmed through visual testing. The downstream occlusion (dso) seal was replaced to fix the issue. The device then passed all functional and delivery tests after the repaired activities were completed.

Event description:
It was reported that the downstream occlusion (dso) seal was damaged. There was no patient involvement.